Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that after having bilateral intraocular lenses (iol) implanted, she sees halos when driving at night, her distance vision is not good during daytime driving, she had dry eyes, and her vision at her computer is not good as well. Additional info was requested. There are 2 medical device reports associated with this event. This report is for the left eye.